Manufacturer narrative:
The returned sample was rec'd on 12/09/97. There were no evident mfg related defects noted on the returned sample. Info provided in the report notes that the catheter was in the pt for over one yr. This incident did not adversley effect the pt. No further info is available on the pt's status.